Manufacturer narrative:
Concomitant medical products: product ID: 8780. Serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-nov-2018, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen (250 mcg/ml at 1.52 mcg/day) via an im plantable infusion pump. It was reported that the pump was turned off due to malfunctioning. It was noted that something was in the tubing but they didn't know what was exactly going on and the patient would not be having another surgery. The caller stated that they think the catheter was put in wrong and it went "downhill from there." Reports of a volume discrepancy for the patient's last 2 refills were provided: at the refill in (B)(6), they expected 5ml and aspirated 19ml and on (B)(6) 2021 they expected 6ml but aspirated 19ml from the reservoir. The pump off passcode was provided.